Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. During the evaluation, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and oxygen blender module board were replaced to address the issues.